Manufacturer narrative:
Method: the graft was not returned to rti for evaluation, there a re-review was performed of the manufacturing records, sterilization run reports, environmental monitoring results, quality control/assurance reviews and release, and the complaints database for related complaints associated with the lot. Results: no deviations were noted during processing for lot# nz14180177. The graft underwent a validated sterilization methodology; tutoplast which includes terminal sterilization by gamma irradiation after packaging. To date, rti has distributed a 115 copios pericardium membranes, with one related complaint for the same lot# and sterilization run (the related complaint is not a potential infection but a graft failure). Environmental data and records generated during and around the time of processing for lot# nz14180177 were acceptable. Conclusion:: no deviations were noted in records re-review, (B)(6) was manufactured to specifications and it met all requirements and release criteria at the time of distribution. Based on our records re-review and the information provided, this event is unlikely related to the xenograft implant. No returned for evaluation.

Manufacturer narrative:
Investigation still under investigation.

Event description:
It was reported that a puros allograft patient "individueller" block, puros allograft spongiosa particles and a copios pericardium membrane were implanted for a dental procedure on (B)(6) 2015. Dehiscence was reported 2 weeks post-operatively an explantation of the graft was performed on (B)(6) 2015 due to dehiscence, infection, swelling, loss of bone, inflammation.